Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no change to the seal of the closure device from the implant procedure. At the patients one year follow-up the tee showed that the clot remained on the closure device. The patient was currently taking an 81mg aspirin and was placed back on warfarin therapy, with no active issues.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a thrombus occurred post procedure. A watchman ® laa closure device and delivery system was implanted during a left atrial appendage (laa) closure procedure. At the patient's 45 day follow-up a thrombus was discovered on the device. No further complications were reported.